Event description:
Taken to or for revision total knee from or report: "after the capsule was opened, the tissue was excised to allow reflection of the patella laterally. The knee was inspected, patella had no wear. Slightly more scarring than anticipated. Knee was losse, anteriorly the edge of the polyethylene looks normal and this was puzzling. The pin was taken out and the bearing lifted. The bearing had essentially been destroyed. The posterior medial aspect was profoundly worn and the unusual pre-operative paradoxical motion was a result of this wear."